Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high pacing impedance. The ra lead was tested multiple times but the results remained the same. The ra lead was not used and replaced. The patient remained stable throughout the procedure.